Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarms were noted. The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. All buttons functioned properly during testing. No damage on the keypad traces noted. However, the pump had an unlocked lcd connector. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the esc button was responding intermittently. Customer attempted to troubleshoot by removing battery and received a failed battery test alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.